Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, with the screen only waking when the device was connected to a charger, and the user was unable to demonstrate the issue via video during the call. Symptoms included no vibration feedback after prolonged finger placement on the button. Outcomes included no injuries, no alarms, and no medical intervention or hospitalization. Investigation included remote troubleshooting and education with verification of device charge state. Investigation of this case revealed a suspected mechanical or electrical malfunction of the sleep/wake button consistent with a device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the user interface button.